Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Episode (B)(4) is evidence that detection and inappropriate therapy occurred for atrial fibrillation with rapid ventricular response.

Event description:
It was reported that the patient received an inappropriate shock from their device for atrial fibrillation with rapid ventricular response. The device was reprogrammed to ventricular fibrillation zone and turned off the wavelet. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.